Event description:
It was reported the patient ¿had a malfunction¿ and needed to get the device reprogrammed. The patient reportedly saw a doctor icon and was not getting stimulation. The code was unable to be recalled. The patient reportedly ¿was in the setting¿ when he saw the doctor icon. The patient was reportedly feeling stim at the end of current report. The patient reportedly had been doing a therapy while the implantable neurostimulator (ins) was off called ¿scenar ru¿

Manufacturer narrative:
Concomitant medical products: product ID:: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).